Event description:
It was reported that the patient experienced atrial fibrillation with rapid ventricular response when their right atrial (ra) lead exhibited intermittent far field r-waves (ffrw). The patient also complained of pain at their implantable pulse generator (ipg) implant site and that their the ipg had moved under their arm twice. The ipg had to be manipulated back to the pectoral region by the patient. The ra lead was reprogrammed. Both the ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.